Manufacturer narrative:
Based on the information provided this is a patient with a history of hernia recurrence. At this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged by the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Hernia recurrence and adhesions are an inherent risk of the procedure and are identified in the IFU as possible complications. Regarding fixation the IFU states, "care should be taken to ensure that the mesh is adequately fixated to the abdominal wall. If necessary, additional fasteners and / or sutures should be used. The explanted sample was not returned for evaluation of the alleged condition of the patch upon explant. If additional information is obtained, a follow up MDR will be submitted. This MDR represents the bard/davol flat mesh (mesh #1) implanted on (B)(6) 2008. A separate MDR was sent to document the bard/davol composix kugel hernia patch (mesh #2) implanted on (B)(6) 2009, also reference maude event report mw5042924 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per maude event report (mw 5042923): "in 2008 a surgeon placed bard mesh lot 43pdp019 on my right side to fix a incisional hernia. I had quite a bit of pain off and on and was brought in for a CT, they found a recurrence in the same location. So in 2009 I went back in to have it repaired, when opened they found the mesh had failed and was rolled into a ball. Nobody told me it was a defect or that it could be a problem. The tissue on that side had adhesions removed, but since have had 3 occurrences in same spot the tissue is not healing. Same patient as mw5042924." Addendum per follow up with the patient: on (B)(6) 2008 - implant of the bard/davol flat mesh (mesh# 1) to repair an incisional hernia. On (B)(6) 2009 - due to recurrence patient underwent explant of the bard/davol flat mesh (mesh# 1) and implant of the bard/davol composix kugel hernia patch (mesh# 2). On (B)(6) 2011- laparoscopic procedure to repair a tear in the bard/davol composix kugel hernia patch with sutures. On (B)(6) 2013 - the patient had a new hernia around the patch. Patient underwent hernia repair and abdominal wall reconstructive surgery with explant of the bard/davol composix kugel hernia patch (mesh# 2). It was noted that the bard/davol composix kugel hernia patch (mesh# 2) was "rock hard." The patient reports that the tissue on the right side of her abdomen is not able to hold together and she continues to develop recurrent hernias.